Manufacturer narrative:
H4: the lot was manufactured from february 27, 2020 - february 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered after mixing prior to patient use. When this issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.